Event description:
Bayer case number: (B)(4) intense pelvic pain with each ovulation [pelvic pain female] , intense pelvic pain with each ovulation [ovulation pain] , haemorrhagic periods until menopause in 2019/2020 [heavy menstrual bleeding] , I experienced heavy bleeding for 21 consecutive days [prolonged heavy periods] , I had a severe allergic reaction ithcy [pruritus allergic] , erythematous skin breakout on my torso back and the inner surface of my upper limbs [erythematous skin rash] , I also had significant reactions during covid vaccinations: oedema with inability to move my arm [upper extremity dysfunction] , I also had significant reactions during covid vaccinations: oedema with inability to move my arm [oedema arms] , night-time temperature [temperature elevation] , headaches [headache] , arterial hypertension [arterial hypertension] , pain in the right kidney with a swollen feeling [kidney pain] , insomnia disorder [insomnia disorder] , joint pain [joint pain] , my health status deteriorated significantly [general physical health deterioration] , burnout [burnout syndrome] , significant lumbar pain [lumbar pain] , memory disturbance [memory disturbance] , impaired concentration [concentration impaired] , constant tiredness [chronic fatigue] , intense warmth flashes [hot flashes] , difficulty managing stress [stress] , vision disorders appeared and I was diagnosed with glaucoma closed angle [glaucoma closed angle] , the vision disorders persisted accompanied by lancinating cranial pain and became increasingly disabling [bone pain] , constant foggy feeling in head [foggy feeling in head] , joint and muscle pain [arthromyalgia] , dry and itchy skin and ear canals [dry skin] , dry and itchy skin and ear canals [itchy skin] , bowel motility disorder [bowel motility disorder] , fibromyalgia [fibromyalgia] , today, given all my symptoms, I am unable to work [inability to work] , visual disturbances/the vision disorders persisted accompanied by lancinating cranial pain and became increasingly disabling [visual disturbances] , pain in the right kidney with a swollen feeling [local swelling] . Case narrative: the below report was received by health authority ansm (reference number: (B)(4) on 11-feb-2026. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("intense pelvic pain with each ovulation") in a 43-year-old female patient who had essure inserted (lot no. 628444) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. The only concomitant product mentioned was covid-19 vaccine astrazeneca (covid-19 vaccine nrvv ad (chadox1 ncov-19)). On (B)(6) 2009, the patient had essure inserted. In 2009 she experienced pelvic pain (seriousness criterion intervention required), ovulation pain ("intense pelvic pain with each ovulation"), heavy menstrual bleeding ("haemorrhagic periods until menopause in 2019/2020"), pruritus allergic ("I had a severe allergic reaction ithcy"), rash erythematous ("erythematous skin breakout on my torso back and the inner surface of my upper limbs"), brain fog ("constant foggy feeling in head"), arthromyalgia ("joint and muscle pain"), dry skin ("dry and itchy skin and ear canals"), pruritus ("dry and itchy skin and ear canals") and gastrointestinal motility disorder ("bowel motility disorder"). In (B)(6) 2018 she experienced prolonged heavy periods ("I experienced heavy bleeding for 21 consecutive days"). In 2020 she experienced musculoskeletal disorder ("I also had significant reactions during covid vaccinations: oedema with inability to move my arm"), oedema peripheral ("I also had significant reactions during covid vaccinations: oedema with inability to move my arm"), headache ("headaches"), hypertension ("arterial hypertension"), renal pain ("pain in the right kidney with a swollen feeling"), insomnia ("insomnia disorder") and joint pain ("joint pain") and was found to have body temperature increased ("night-time temperature"). In 2021 she experienced general physical health deterioration ("my health status deteriorated significantly"), burnout syndrome ("burnout"), back pain ("significant lumbar pain"), memory impairment ("memory disturbance"), disturbance in attention ("impaired concentration"), fatigue ("constant tiredness"), hot flush ("intense warmth flashes") and stress ("difficulty managing stress"). In 2023 she experienced angle closure glaucoma ("vision disorders appeared and I was diagnosed with glaucoma closed angle"). Essure was removed on (B)(6) 2026. In 2026 she experienced fibromyalgia ("fibromyalgia"). On unknown date she experienced bone pain ("the vision disorders persisted accompanied by lancinating cranial pain and became increasingly disabling"), impaired work ability ("today, given all my symptoms, I am unable to work"), visual impairment ("visual disturbances/the vision disorders persisted accompanied by lancinating cranial pain and became increasingly disabling") and swelling ("pain in the right kidney with a swollen feeling"). The patient was treated with luteran (chlormadinone acetate) as well as surgery (total hysterectomy and annessiectomy and 3 iridotomies). At the time of the report, the fibromyalgia, impaired work ability and visual impairment had not resolved. The outcomes for pelvic pain, ovulation pain, heavy menstrual bleeding, prolonged heavy periods, pruritus allergic, rash erythematous, musculoskeletal disorder, oedema peripheral, body temperature increased, headache, hypertension, renal pain, insomnia, joint pain, general physical health deterioration, burnout syndrome, back pain, memory impairment, disturbance in attention, fatigue, hot flush, stress, angle closure glaucoma, bone pain, brain fog, arthromyalgia, dry skin, pruritus and gastrointestinal motility disorder were unknown. No causality assessment was received for essure with regard to pelvic pain, heavy menstrual bleeding, pruritus allergic, rash erythematous, musculoskeletal disorder, body temperature increased, headache, hypertension, renal pain, insomnia, joint pain, general physical health deterioration, burnout syndrome, back pain, memory impairment, disturbance in attention, fatigue, hot flush, stress, angle closure glaucoma, brain fog, arthromyalgia, fibromyalgia, impaired work ability, visual impairment, ovulation pain, prolonged heavy periods, oedema peripheral, bone pain, dry skin, pruritus, gastrointestinal motility disorder or swelling. The reporter commented: period of occurrence: 2009. The gynecologist prescribed me chlormadinone (generic of luteran) and after 9 days, I had a severe allergic reaction my health problems were attributed to pre-menopause, then menopause, then work-related stress, then the glaucoma treatment " I experienced medical wandering around until I discovered the association on the internet and I was amazed to read all the testimonies in which I completely recognized myself; I was not alone in suffering, my ailments were also those of other women at no point was I informed of the side effects of essure's. No action has been taken by the state to call back the women who received the implants. We have been cowardly abandoned; I feel like I have been used as a guinea pig! I lived with various ailments for almost 17 years! And even today I have to justify myself to expert doctors in order to be recognized as disabled. I applied for long-term disease status for glaucoma, which was refused, and I also applied for long-term sick leave (clm), which was also refused. I have been recognized as having disabled workers. Today I have been on sick leave since (B)(6) 2023, I have lost my uterus, my fallopian tubes, my ovaries. Not to mention 2/3 of my salary! I have glaucoma and persistent visual disturbances, fibromyalgia and my disability claim may be denied today, given all my symptoms, I am unable to work. In (B)(6) 2025 I was placed on compulsory leave for health reasons until (B)(6) 2026 and I have applied for retirement due to disability, and the case is in progress. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 60 kg. Case comments: a technical investigation will be conducted, including a batch review, and a review of complain records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Manufacturer narrative:
Bayer case number: (B)(4). Intense pelvic pain with each ovulation [pelvic pain female]. Intense pelvic pain with each ovulation [ovulation pain]. Haemorrhagic periods until menopause in 2019/2020 [heavy menstrual bleeding] . I experienced heavy bleeding for 21 consecutive days [prolonged heavy periods]. I had a severe allergic reaction ithcy [pruritus allergic] . Erythematous skin breakout on my torso back and the inner surface of my upper limbs [erythematous skin rash] . I also had significant reactions during covid vaccinations: oedema with inability to move my arm [upper extremity dysfunction] . I also had significant reactions during covid vaccinations: oedema with inability to move my arm [oedema arms] . Night-time temperature [temperature elevation] . Headaches [headache] . Arterial hypertension [arterial hypertension] . Pain in the right kidney with a swollen feeling [kidney pain] . Insomnia disorder [insomnia disorder] . Joint pain [joint pain] . My health status deteriorated significantly [general physical health deterioration] burnout [burnout syndrome] . Significant lumbar pain [lumbar pain] . Memory disturbance [memory disturbance] . Impaired concentration [concentration impaired] . Constant tiredness [chronic fatigue] . Intense warmth flashes [hot flashes] . Difficulty managing stress [stress] . Vision disorders appeared and I was diagnosed with glaucoma closed angle [glaucoma closed angle] . The vision disorders persisted accompanied by lancinating cranial pain and became increasingly disabling [bone pain] . Constant foggy feeling in head [foggy feeling in head] . Joint and muscle pain [arthromyalgia] . Dry and itchy skin and ear canals [dry skin] . Dry and itchy skin and ear canals [itchy skin] . Bowel motility disorder [bowel motility disorder]. Fibromyalgia [fibromyalgia] . Visual disturbances/the vision disorders persisted accompanied by lancinating cranial pain and became increasingly disabling [visual disturbances] . Pain in the right kidney with a swollen feeling [local swelling] . Case narrative: the below report was received by health authority ansm (reference number: (B)(4)) on 11-feb-2026. The most recent information was received on 18-feb-2026. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("intense pelvic pain with each ovulation") in a 43 year-old female patient who had essure inserted (lot no. 628444) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. The only concomitant product mentioned was covid-19 vaccine astrazeneca (covid-19 vaccine nrvv ad (chadox1 ncov-19)). On (B)(6) 2009, the patient had essure inserted. In 2009 she experienced pelvic pain (seriousness criterion intervention required), ovulation pain ("intense pelvic pain with each ovulation"), heavy menstrual bleeding ("haemorrhagic periods until menopause in 2019/2020"), pruritus allergic ("I had a severe allergic reaction ithcy"), rash erythematous ("erythematous skin breakout on my torso back and the inner surface of my upper limbs"), brain fog ("constant foggy feeling in head"), arthromyalgia ("joint and muscle pain"), dry skin ("dry and itchy skin and ear canals"), pruritus ("dry and itchy skin and ear canals") and gastrointestinal motility disorder ("bowel motility disorder"). In (B)(6) 2018 she experienced prolonged heavy periods ("I experienced heavy bleeding for 21 consecutive days"). In 2020 she experienced musculoskeletal disorder ("I also had significant reactions during covid vaccinations: oedema with inability to move my arm"), oedema peripheral ("I also had significant reactions during covid vaccinations: oedema with inability to move my arm"), headache ("headaches"), hypertension ("arterial hypertension"), renal pain ("pain in the right kidney with a swollen feeling"), insomnia ("insomnia disorder") and joint pain ("joint pain") and was found to have body temperature increased ("night-time temperature"). In 2021 she experienced general physical health deterioration ("my health status deteriorated significantly"), burnout syndrome ("burnout"), back pain ("significant lumbar pain"), memory impairment ("memory disturbance"), disturbance in attention ("impaired concentration"), fatigue ("constant tiredness"), hot flush ("intense warmth flashes") and stress ("difficulty managing stress"). In 2023 she experienced angle closure glaucoma ("vision disorders appeared and I was diagnosed with glaucoma closed angle"). Essure was removed on (B)(6) 2026. In 2026 she experienced fibromyalgia ("fibromyalgia"). On unknown date she experienced bone pain ("the vision disorders persisted accompanied by lancinating cranial pain and became increasingly disabling"), visual impairment ("visual disturbances/the vision disorders persisted accompanied by lancinating cranial pain and became increasingly disabling") and swelling ("pain in the right kidney with a swollen feeling"). The patient was treated with luteran (chlormadinone acetate) as well as surgery (total hysterectomy and annessiectomy and 3 iridotomies). At the time of the report, the fibromyalgia and visual impairment had not resolved. The outcomes for pelvic pain, ovulation pain, heavy menstrual bleeding, prolonged heavy periods, pruritus allergic, rash erythematous, musculoskeletal disorder, oedema peripheral, body temperature increased, headache, hypertension, renal pain, insomnia, joint pain, general physical health deterioration, burnout syndrome, back pain, memory impairment, disturbance in attention, fatigue, hot flush, stress, angle closure glaucoma, bone pain, brain fog, arthromyalgia, dry skin, pruritus and gastrointestinal motility disorder were unknown. No causality assessment was received for essure with regard to pelvic pain, heavy menstrual bleeding, pruritus allergic, rash erythematous, musculoskeletal disorder, body temperature increased, headache, hypertension, renal pain, insomnia, joint pain, general physical health deterioration, burnout syndrome, back pain, memory impairment, disturbance in attention, fatigue, hot flush, stress, angle closure glaucoma, brain fog, arthromyalgia, fibromyalgia, visual impairment, ovulation pain, prolonged heavy periods, oedema peripheral, bone pain, dry skin, pruritus, gastrointestinal motility disorder or swelling. The reporter commented: period of occurrence: 2009 the gynecologist prescribed me chlormadinone (generic of luteran) and after 9 days, I had a severe allergic reaction. My health problems were attributed to pre-menopause, then menopause, then work-related stress, then the glaucoma treatment " I experienced medical wandering around until I discovered the association on the internet and I was amazed to read all the testimonies in which I completely recognized myself; I was not alone in suffering, my ailments were also those of other women at no point was I informed of the side effects of essure's. No action has been taken by the state to call back the women who received the implants. We have been cowardly abandoned; I feel like I have been used as a guinea pig! I lived with various ailments for almost 17 years! And even today I have to justify myself to expert doctors in order to be recognized as disabled. I applied for long-term disease status for glaucoma, which was refused, and I also applied for long-term sick leave (clm), which was also refused. I have been recognized as having disabled workers. Today I have been on sick leave since february 2023, I have lost my uterus, my fallopian tubes, my ovaries. Not to mention 2/3 of my salary! I have glaucoma and persistent visual disturbances, fibromyalgia and my disability claim may be denied today, given all my symptoms, I am unable to work. In (B)(6) 2025 I was placed on compulsory leave for health reasons until 11-feb-2026 and I have applied for retirement due to disability, and the case is in progress. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 60 kg. Batch number: 628444; manufacture date: 2008-12-31; expiration date: 2011-12-31. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly; no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 18-feb-2026: quality safety evaluation of product technical complaint. Case comments: a technical investigation was conducted, including a batch review, and a review of complain records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.